Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed the internal leakage test with message 'system volume too large' and flow transducer test during pre-use check. The air gas module and o2 sensor were detected as faulty and were replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).